Event description:
After approximately 3 hours of uneventful infusion, the rn briefly stepped into the hallway for ~30 seconds while another rn remained in the patient¿s room. On return, the patient was noted to be hypotensive. The pump light was flashing red, but the alarm was very faint because the pump volume was set to ¿1.¿ on assessment, there was adequate volume in the IV bag and tubing reservoir (not dry), but a significant amount of air was noted in the tubing distal to the pump. The rn attempted to aspirate air from the y-site using an empty syringe but was unable to remove the air. The infusion continued to run with visible air moving into the syringe. Providers were called to the bedside, and the patient required two doses of IV push epinephrine to maintain maps >65. The lowest map noted prior to the epi doses was 44. After the air in the tubing migrated into the syringe, the infusion was restarted and initially ran appropriately for about an hour. However, the same pump channel alarmed again for ¿air in line,¿ despite no visible air present. Attempts to restart the pump were unsuccessful. The patient was packed and prepared for transport, and due to concern for recurrence, the rn switched out the tubing and the channel to new ones and did not have further issue. No anti-siphon valve was in place at the time of the event. Following the event, the original channel was removed from service.